Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Discarded

Event description:
It was reported that liner trial cracked and needs to be replaced - crack was noticed by surgeon on the back side of the liner upon trial removal by the surgeon. No adverse consequence or delay in surgery. Primary right hip.